Event description:
The hospital reported setting the pressure limiting valve (plv) of the resuscitator at 40cm h20 during use, the valve popped off at 10-20 cm h20. According to the hospital they have experienced 4 incidents. The hospital also reported, in each incident, the resuscitators were replaced and the case was continued with no harm to the pt.